Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the generic power distributor (gpd), auxilary power board (apb), and battery involved with this complaint and completed the device evaluation. When failure analysis investigation tested all 3 parts together on an in-house system, the reported issue was replicated. The battery failed to start the patient side cart and displayed an error 824, an indication of low voltage. When the battery was removed and the gpd and apb remained on the test system (for an hour in normal operation) no issue occurred. The root cause of the reported issue was found to be a component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side cart's power board, battery box, and generic power distributor (gpd) to resolve the issue. The system was tested and verified as ready for use following the replacement of the components. Isi has not yet received the replaced components for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the products are returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. The fse reviewed the system logs at the time of the call into technical support. The logs confirmed the errors reported by the customer. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, errors 40068 and 802 occurred on the system. It was noted that the customer could not use arm 2 after an error and after multiple restarts. The intuitive surgical, inc. (Isi) representative suggested that the site could disable arm 2 and proceed with the case using the remaining arms. When moving arm 3, error 40068 occurred. Another restart with an emergency power off (epo) was attempted, but error 802 occurred again. Despite the troubleshooting that was performed, the errors persisted. The surgeon decided to convert to laparoscopic surgery. There was no known impact or patient consequence reported. Isi performed follow-up and obtained the following additional information on (B)(6) 2021. The procedure delay was more than 30 minutes and the issue occurred "almost at the start of the procedure." No video recording of the procedure was available for isi to review. There were no known patient complications resulting from the procedure.